Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and hematoma. These are known potential adverse events addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿capsular contracture¿, ¿more pain¿, ¿right side is a cup size bigger¿, ¿hematoma¿ and ¿burning sensation on the right side¿. The device remains implanted. This record is for the right side.